Manufacturer narrative:
Aware date of (B)(4) 2017 is not applicable to the event. Aware date should read (B)(4) 2017: additional review of this event determined that the information should be captured in another existing event. Information from this event is now captured in rr 3004209178-2017-24339. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional review of this event determined that the information should be captured in another existing event. Information from this event is not captured in rr 3004209178-2017-24339. If information is provided in the future, a supplemental report will be issued.

Event description:
See rr 3004209178-2017-24339.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the unit was installed but had never worked. The patient wanted to know what could be done to solve the problem. The indication for use was non-malignant pain. No patient symptoms reported.